Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor and could not be calibrated. It was indicated that the flex cable between overlay and xy printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and could not be calibrated. The programmer was returned for service. There was no patient involvement.